Event description:
Complainant alleged that during the biomedical dept's routine testing and preventative maintenance, it was discovered that the on/off knob from the device's main control knob had become free from the switch spindle. The complainant indicated that there was no pt involvement in the reported malfunction.